Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. Additionally, it was reported that the usb cable was damaged and the usb cable wires were exposed. Customer¿s blood glucose value was 189 mg/dl.